Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip bent, causing side to side misalignment of the grips. There was a .014 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating that the likely cause of the bending was overloading. Failure analysis concluded that the bent damage was likely due to mishandling. Failure analysis also observed various scratch marks at the distal end of the main tube exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci nephrectomy procedure, the jaws of the fenestrated bipolar forceps instrument did not align. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.